Manufacturer narrative:
(B)(4) one opened and used enlite sensor was inspected and performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in solution. Failed to confirm the communication icon was displayed and the transmitter was not flashing while connected to the sensor. Checked lab transmitter for proper use and operation using tool and transmitter passed per specifications. Also found sensor found sensor cannula as split from cannula tubing. Analysis was unable to confirm if customer received the sensor in said condition due to customer returned the sensor opened and used.

Event description:
The customer reported via phone call that the sensor did not flash when connected to the transmitter. The customer's blood glucose was 192 mg/dl at the time of incident. The customer stated that the transmitter was not blinking when it was connected to the sensor. The sensor will be returned for analysis.